Event description:
It was reported that a device "keeps saying to close door". It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The unit was received inoperable due to "door not fully latched" messages, caused by loose link screw (upper). The link screws were replaced.